Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the container was torn. There was no physical damage to the outer box. The device was correctly located on the tray, however, the immediate container (pouch) was not open, but had a noticeable tear.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 1-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the container was torn. There was no physical damage to the outer box. The device was correctly located on the tray, however, the immediate container (pouch) was not open, but had a noticeable tear. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following manufacturing procedures. According to pictures provided by the customer, tears were observed on the pouch of the device; however, it cannot be determined from the pictures if a perforation is in the pouch. Then, the returned product was inspected, and no physical damage was observed on the packaging. Then, further investigation was performed on the pouch and the pouch was not open; however, it was observed wrinkled. Due to the damage condition observed on the pouch, a manufacturing meeting was performed to determine the root cause of the issue. Based on the investigation, it can be concluded that the customer complaint was not generated at the manufacturing facilities. In accordance with procedure, all steps and key points were successfully executed in the packaging area and inspected as mentioned in the packaging procedures. Due to the conditions observed, it is believed that manipulation in an environment external to the manufacturing facilities packaging process, could contribute to this type of issue, however, the root cause of the issue was not possible to be determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The tear issue reported by the customer was not confirmed, however, wrinkling in the pouch was observed. The potential cause of the damage could not be established. The instructions for use contain (IFU) the following warning and precaution: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. The catheter was sterilized using ethylene oxide and should be used by the use-by date printed on the product label. Do not use the catheter after the date on the product label. The catheter is intended for single use only. Do not re-sterilize and reuse. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 11-jun-2024, the h6. Medical device problem code was corrected from "delivered as unsterile product (a020701)" to "tear, rip or hole in device packaging (a020504). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).